Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they felt like stimulation is not working because they cannot feel stimulation. They changed the batteries in the programmer prior to calling. Agent did not ask about the circumstances that led to the reported issue. They attempted to sync and asked if they should press the middle blue off button. Ps reviewed to press the sync button. They were able to sync and it showed stim was off. They turned it back on and increased amplitude to 0.6 where they started to feel stimulation. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. The patient had called in to ask what the maximum amplitude setting was and patient and technical services reviewed the information. The patient reported that since increasing stimulation, their symptoms had improved. No further complications were reported at this time. Additional information was received from the patient. They reported that they had the device replaced because it stopped working.